Event description:
The patient suffered a minor burn from the cautery device.

Manufacturer narrative:
During a breast augmentation, the patient suffered a minor burn at the incisional site. The surgeon excised the burned tissue and the procedure continued without further incident. No additional treatment was indicated. The cautery tip was returned for evaluation; the pencil was not returned. Upon visual inspection, no abnormalities were identified. Under magnification, uneven wear of the coating on the shaft of the tip was noted. A root cause for this was not confirmed. Unused samples from inventory were tested using the same generator settings reported to us by the facility. We were unable to duplicate the reported concern.